Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the table top illuminator card was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on march 12, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A health professional reported that the tabletop illuminator occasionally does not start up prior to a surgical procedure. No patient involvement.